Event description:
Ous MDR - the patient suffered from dyspnea, sopor and was diagnosed with sepsis from an infected dialysis catheter and cardiac decompensation. Because the patient suffered from recurring sepsis after explantation of the catheter, an infection of the ICD/ leads could not be ruled out. Even after the explantation of ICD system, the patient suffered still from sepsis that could not be controlled sufficiently with extensive antibiotic treatment. The drug therapy was changed, patient was hospitalized, and the dialysis catheter removed. Patient received mechanical ventilation.

Manufacturer narrative:
An infection was observed following the implantation of this biotronik devices. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additional an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.